Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the end of a routine hemodialysis treatment, check fluid inlet alarms occurred that the operator could not resolve. The operator spent approx 25 mins troubleshooting the alarms and then contacted nxstage tech support for assistance. It was determined that the alarms were caused when the system ran out of dialysate, however, too much time had already been spent troubleshooting the alarms and rinseback could not be performed due, to a clotted cartridge. This resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately. The user's guide instructs to return the blood before blood coagulation can occur in the event of an alarm that can not be resolved promptly. The reported blood loss has been attributed to operator error in failure to rinseback in a timely manner. Nxstage reviewed the blood loss with the facility. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.